Manufacturer narrative:
(B)(4). D10. Blunt tip screw, 4x46mm, item#: 47248604640, lot#: 3068474. Blunt tip screw, 4x48mm, item#: 47248604840, lot#: 3008269. Blunt tip screw, 4x44mm, item#: 47248604440, lot#: 3157872. Cortical bone screw, 4x28mm, item#: 47248612840, lot#: 3073713. Cortical bone screw, 4x28mm, item#: 47248612840, lot#: 3078236. G2. Report source: switzerland. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the patient was originally implanted with the affixus humeral nail. Subsequently, approximately 4 months post implantation, underwent a revision surgery due to loosening of one of the screws. Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h10, h11. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Review of the complaint histories identified additional similar complaints for the reported items and the part and lot combinations. Complaints are monitored per complaint trending process in order to identify potential adverse trends. Loose screw detected at 3-month follow-up. However, there are no further documents available that could confirm this. As the devices involved in the reported event were not returned for investigation, a further product evaluation could not be performed and the condition of the products are unknown. In conclusion, as the cause may be multifactorial, an exact root cause could not be identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Diligence is completed and no further information on the reported event has been provided.